Manufacturer narrative:
(B)(4). No 510(k) number provided because this implant is sold internationally. However, a similar implant is currently sold in the us. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> the received device was forwarded to depuy commercialized product development for evaluation. Examination of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Revision due to loosening of the tibial base implanted in (B)(6) 2017. During the removal of the implant there was no cement on the implant but on the 2/3 the cement was adhering to the bone- on 1/3 there was no adhesion between bone and cement. The solution was to replace the tibial base with an attune revision base.

Manufacturer narrative:
(B)(4). Investigation summary: the received device was forwarded to depuy commercialized product development for evaluation. Examination of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.